Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when disconnecting the superior blood vessel of spleen pedicle on a splenic devascularization with portal hypertension, the surgeon was able to press the green button but the stapler did not fire. The event resulted to a blood loss of 500cc or more and bleeding was stopped by converting the procedure to laparotomy. The patient incurred temporary injury.